Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sweating and throwing up. When she checked her cgm it was showing 52 mg/dl but the blood glucose meter read over 900 mg/dl. The patient called an ambulance and was transported to the hospital. Upon arrival, the doctor checked the patient's bg and it was still over 900 mg/dl. The patient was treated with insulin and admitted to the hospital for 9 days. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.